Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during our testing. No moisture damage was found on the electronic, motor, vibrator and battery tube assembly during our visual inspection. No low reservoir alarm during our testing. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she jumped into the pool with the insulin pump on. Button error alarm is not present in the alarm. The insulin pump passed the selftest. Customer stated that the device does not have any cracks but there is fluid under the lcd display. Blood glucose value was 140 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.